Event description:
The ge oec 9800 fluoroscopy sys had a non-rotating camera and image quality issues. Poor image quality.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective high voltage cable to the camera that was replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.